Event description:
Complainant alleged that during a routine preventative maintenance check, the paddles would not allow selection of defibrillation energy and caused the defibrillator to display message code "paddle fault". The complaint indicated that there was no pt involvement in the reported malfunction.